Event description:
It was reported to philips that energy charging cannot be charged. There was no report of patient involvement.

Manufacturer narrative:
The customer was given a quote for diagnostic service. The customer was given a repair estimate and refused it. Therefore, no conclusion can be made, as the device was not evaluated.